Event description:
During a tlif, level l2-l5, procedure surgeon was tightening a locking cap with the t-handle t25 stardrive shaft and the tip of the shaft broke off inside the locking cap. Surgeon did not remove the tip from the inside of the locking cap and it remain in the pt. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.